Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd emerald¿ syringe with needle there was an issue with foreign matter. There was no report of injury or further medical intervention.

Manufacturer narrative:
Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacturer: yes.

Event description:
It was reported with the use of the bd emerald¿ syringe with needle there was an issue with foreign matter. There was no report of injury or further medical intervention.

Manufacturer narrative:
Investigation summary: we have been provided whit a picture and the affected sample. After the evaluation of the returned sample, we confirmed the reported issue, and identified the foreign matter as embedded contamination in the needle hub. We have reviewed our production and inspection records and have established that all production and quality processes were carried out normally. Neither qn nor ncmr's. Syringes were packed in machine nº2020 (july 14th ¿ 16th, 2017). Needles were assembled in machine, nº4411, in lot #7186361 (july 9th ¿ 17th, 2017). Research has found no problems, defects or qn related to the reported issue. We have also reviewed the needle lots #7156081, #7146487, #7139266, and no problems, defects or qn related to the reported issue were found. After analyzing the picture and the affected sample provided to the manufacturing site for evaluation, we could see the reported foreign matter and confirm the reported issue. The embedded particles defect was produced in the screw of the injection molding machine. Due to the high working temperatures (about 300ºc), some particles of plastic and rest of oil from the polypropylene can remain stuck on the internal walls of the mold and get burnt. During normal production some particle may be detached from the screw being injected and remaining embedded in molded piece. This a cosmetic defect which has no risk to the health because the plastic piece is embedded in the needle hub without possibility of being detached from it. We can ensure that the probability of finding this kind of defect is an isolated issue and any recurrence is really unlikely in our products since review syringe DHR showed no indication of the alleged defect, considering our in-coming and in-process inspection and since this is the first time this lot is reported for this defect, no actions are required.

Event description:
It was reported with the use of the bd emerald¿ syringe with needle there was an issue with foreign matter. There was no report of injury or further medical intervention.